Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when attempting to connect sensor to transmitter, a piece broke form the sensor and was stuck in the transmitter and could not be removed. Customer's blood glucose was unknown. Sensor would be replaced.